Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the the glue holding the printed circuit board assembly (pcba) in place detached on both ends causing the board to move slightly on air in line assembly part # 49000355 - meggitt air-in-line (ail) kit. It was then noted that some of the reported issue from the customers are "motor stall error," while others were observed on devices came in for repairs. Bd is proactively inspecting and replacing any ail kit that has been observed to have its pcba detached from its glue to prevent future potential errors during clinical use. There was no patient involvement as the issue was observed during proactive inspection by technical staff.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative. Please note that the investigation was performed only on the components (ail assembly), as these were the only samples provided by the customer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the the glue holding the printed circuit board assembly (pcba) in place detached on both ends causing the board to move slightly on air in line assembly part # 49000355 - meggitt air-in-line (ail) kit. It was then noted that some of the reported issue from the customers are "motor stall error," while others were observed on devices came in for repairs. Bd is proactively inspecting and replacing any ail kit that has been observed to have its pcba detached from its glue to prevent future potential errors during clinical use. There was no patient involvement as the issue was observed during proactive inspection by technical staff.